Manufacturer narrative:
3003721894-2018-00016 is associated with (B)(4), poligrip ultra denture fixative cream. Poligrip ultra denture fixative cream is marketed as super poligrip cream in the us.

Event description:
Stroke [stroke]. Intentional use beyond labelled dose [intentional device misuse]. Lost weight [weight loss]. Case description: this case was reported by a consumer via call center representative and described the occurrence of stroke in a male patient who received double salt dental adhesive cream (poligrip ultra denture fixative cream) cream (batch number x esk, expiry date february 2020) for denture wearer. On an unknown date, the patient started poligrip ultra denture fixative cream. On an unknown date, an unknown time after starting poligrip ultra denture fixative cream, the patient experienced stroke (serious criteria gsk medically significant), intentional device misuse, product complaint and weight loss. On an unknown date, the outcome of the stroke, intentional device misuse and product complaint were not reported and the outcome of the weight loss was unknown. It was unknown if the reporter considered the stroke, intentional device misuse and weight loss to be related to poligrip ultra denture fixative cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the action taken with poligrip ultra denture fixative cream was unknown. The consumer reported: "my husband has for a number of years used your product but not without the occasional moan about the slippy tube and the air bubbles within. Unfortunately he has recently suffered a stroke and now finds it relatively impossible to use your tubes of polygrip, he cannot grip the tube far less get the contents out. This job has now fallen to me and even with the use of a "gadget" my arthritic hands find this job particularly difficult. Is there not a way that the packaging could be more consumer friendly. My husband, pre stroke, managed to get through three tubes a week. It is a whole different ball game now as because of the stroke he has lost weight and his false teeth do not fit very well with the result we are using a lot more of your product. I am not complaining about the polygrip, it is the tube that is giving us problems. My husband is really struggling to hold the tube and squeeze it onto his teeth, this is were I come in. This is one of the many jobs I now have to do and as I have a touch of arthritis I find it quite difficult to manage. This is where I thought a different casing would be a boon to people in the same position as us. I am sure there must be many people with a disability or arthritis who have the same problem."